Event description:
When inserting screw by hand the tip broke off. Broken tip of driver was left in screw head. Another driver was used to complete the surgery. The device is an instrument not approved for implantation.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.